Event description:
During a demonstration, a syncardia clinical support employee reported the driver functioned well but at when shutting down the driver, the red alarm sounded and would not stop even with key in off position and batteries removed.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, a computer malfunction alarm, indicating a communication or sudden loss of power occurred. The customer reported that the driver was put in a closet until it lost all power, this was likely the cause of this alarm. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to the capacitor. Driver failed functional testing for acceptance at incoming inspection due to a depleted 9v battery. Battery was replaced and driver performed without issue and without alarm. Customer complaint was not replicated. Failure investigation for this complaint confirmed the reported issue from the alarm data review. Although an alarm was found, this was more likely due to the device being left to deplete all power and not related to the initial complaint. The customer complaint was not replicated during testing; the root cause of the reported unresolvable alarm was unable to be conclusively determined. The system check failure was due to the depleted 9v that likely occurred while the driver was left to lose power. Failure investigation identified no other test failures or damage that could have contributed to the reported event. Damage found to the capacitor was cosmetic only and could not affect the functionality of the driver. The device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
During a demonstration, a syncardia clinical support employee reported the driver functioned well but at when shutting down the driver, the red alarm sounded and would not stop even with key in off position and batteries removed.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.